Event description:
1985 bilateral breast augmentation with silicone implants - now desires to be small and lifted. Bilateral grade ii capsule, bilateral grade iii ptosis. 2006 pt underwent bilateral capsulectomy and implant removal. Both implants were ruptured within the capsule. No free silicone outside the capsule. Pt had bilateral breast augmentation and mastopexy. (275 cc silicone implants.) No history breast trauma.